Manufacturer narrative:
(B)(4) g2: australia . D10: delta ceramic fem hd 36/+6mm. Item# 650-0663, lot# 3215972. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately five days post-implantation due to a periprosthetic fracture that occurred after the patient fell at home. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h6. Radiography notes were provided and reviewed by a health care professional. Review of the available records confirmed periprosthetic fracture is present. The x-ray was not further reviewed by a health care professional as the notes provided confirms the fracture is present. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.